Manufacturer narrative:
The insulin pump was received with no vibration due to broken vibrator black wire. The insulin pump passed the unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The audio/beep/alarm feature functioned properly. No auto off alarm anomaly noted. The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had absence of vibrate. Customer did not recall blood glucose level at the time of incident. Troubleshooting for the alarm was performed. The issue was not resolved. There was no vibration during self-test. The insulin pump will be returning for analysis